Event description:
The facility reported the pump turned on and off by itself while being stored in biomedical engineering. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device.